Event description:
When the user was seen at the clinic for a routine follow up, high impedances were noticed on all channels. The user does not recall any injury or specific event where he stopped hearing with the device. The user was re-implanted. This report refers to 9710014-2021-00611. For further information please refer to this report.